Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. A review of the procedure logs indicated that a monopolar instrument was used during this case. Additional observation(s) not reported by site: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument failed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon noted faulty range of motion on fenestrated bipolar forceps instrument. There were broken cables at the tip. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter to confirm that the instrument was inspected before the procedure with no issues. The surgeon was moving the tip before coagulation when the issue occurred. There was no loss of cautery and no thermal damage. No fragments fell and the instrument did not collide with any other instruments or arms. The instrument was available for return to isi. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.